Event description:
The customer initially stated, that she was having trouble delivering a bolus. The customer then stated, that she was hospitalized previously with high blood glucose levels over 500 mg/dl. Troubleshooting was performed on a previous call one month ago and insulin pump passed all of the required tests at that time. The customer was advised to speak to her doctor about possibly adjusting the insulin pump settings. The customer called back and reported that she saw her doctor and the settings were adjusted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.